Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump, assisted the caller with the reset process, and advised the caller to resume insulin independently afterward. The malfunction did not recur, and the customer was instructed to use the pump and to call back if any issues reoccurred. The caller acknowledged and understood the guidance provided.